Manufacturer narrative:
Balt USA reference #(B)(4). The product analysis was completed by legal manufacturer, balt extrusion. Summary as follows: - the sonic and the hybrid were returned in the hybrid pouch. - the hybrid was returned in two parts, the proximal part measures approximately 160cm and the distal part measures approximately 40cm. The rupture (break) occurred at the level of the nitinol/ stainless steel welding. - the distal tip of the sonic microcatheter is detached and stuck on the hybrid guidewire, at 29 cm from the distal part of the guidewire. - the external diameter of the guidewire has been measured and corresponds to the hybrid 007d specification. During the production process, several tests are performed: for the sonic microcatheter: - the internal lumen of the sonic is 100% controlled - the gluing of the distal tip (fusecath) is 100% controlled - a sealing test at 5 bars is performed on every unit and a sealing test at 7 bars is performed by sampling. For the hybrid guidewire: - two different destructive tests by sampling are performed: wire twisting and bending - all units are tested with a non-destructive bending test. - the aspect of the welding is 100% controlled. The review of the lot history records did not highlight any anomaly during the manufacturing process. Based on our post-marketing surveillance data and the information gathered, the premature detachment of the sonic distal part could be due to friction between the microcatheter and the guidewire. The premature detachment could also be linked to a prolonged navigation. The premature detachment could also be linked to the hybrid rupture (break), indeed during the hybrid rupture the pressure exerted can lead to the distal part detachment. Regarding the hybrid rupture (break), it could be linked to a resistance between the microcatheter and the guidewire. However, these hypotheses could not be confirmed since the physician did not mention any resistance or difficulty during the navigation. Moreover, the hybrid rupture failure mode was the subject of an internal CAPA leading to several corrective actions having been implemented to address the hybrid rupture (break) issue. On (B)(6) 2024, a strengthened scrap rate monitoring process was introduced for the nlt/nitinol welding step to gather more data and identify the root cause of failures, with weekly data follow-ups starting on (B)(6) 2024. Additionally, on (B)(6) 2024, the frequency of preventive maintenance was increased, and a defect database was created by collecting pictures during maintenance. A cross-functional project team involving r&d, qa, manufacturing engineering, and production was formed on (B)(6) 2024, to delve deeper into potential root causes and continuously address them. On the same date, preventive maintenance was further reinforced with increased frequency and data collection to create a defect database for maintenance control. By (B)(6), 2024, a checklist for manufacturing operators was implemented to verify equipment status before starting production, and processes were standardized, including welding methods, pads drawing, tools, and sampling plans. The effectiveness of these actions was evidenced by a complaint trend analysis conducted on (B)(6) 2025, which showed no increase in complaint trends related to hybrid break nlt nitinol welding after the implementation of the actions up to the end of 2024. The complaint trend for hybrid rupture decreased in 2024, indicating the effectiveness of the corrective actions. Consequently, CAPA 237 was closed on (B)(6) 2025, after verifying that there was no trend increase in complaints by the end of 2024, matching the field data. These actions and their effectiveness checks demonstrate a comprehensive approach to addressing the issues related to the hybrid rupture and ensuring continuous improvement in the manufacturing process. Based on all the information gathered, the roots cause of this issue could not clearly be identified since several parameters that are out of our limits can be related to this issue. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "1 attempt catheterization of the middle menigeal artery distally for avm embolization. After catherization when w retrieve te micro guidewire, it broke inside the catheter and it was impossible to maneuver". Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference # (B)(4). Conclusion of investigation pending analysis from manufacturer, balt extrusion. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "1 attempt catheterization of the middle menigeal artery distally for avm embolization. After catherization when w retrieve te micro guidewire, it broke inside the catheter and it was impossible to maneuver." Incident report form submitted for this complaint indicates that no patient injury was sustained.